Event description:
Report received from (B)(6) stating that the device rotates in the safe position and the cutting burr comes off. The event did not occur during surgery. It is unknown if there was any user injury, surgical delay or medical intervention reported. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).